Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that there were problems with the er320 jaws and clips. It was reported that the ligaclips were locking and breaking the jaws. Also there was an irregular closing of the clips, when the device was fired and the jaws are in an irregular position. None of the pieces fell into the pt. There was no consequence to the pt. An additional unopened device is being returned for analysis.